Event description:
Boston scientific received information that during a generator change out this ventricular lead was unable to be unscrewed from the header of the patient's generator. The lead was eventually removed; however, was fractured. The placement of a new lead was required. No adverse patient effects were reported. The fractured lead was surgically capped.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.